Manufacturer narrative:
The investigation for the high purge pressure has been completed. Only the console was returned for evaluation. Data log review showed a large motor current spike followed by a rise in purge pressure, which increased from 500 to 1100 mmhg in 10 minutes. There were then alternating "purge pressure high" and "purge system blocked" alarms. The purge cassette was replaced with no change in purge pressure. There were initially "purge system failure" alarms and purge pressure was around 800 mmhg before purge flow increased from 0, but the purge pressure decreased down to 500 mmhg and purge flow increased to 8 ml/hr in a few minutes. The pump was unplugged after only 4 minutes of being connected and the users suspected an issue with console. However, based on log review, it appears that the pump reached an adequate purge pressure around 500 mmhg just before it was unplugged. A different pump was inserted in the console and worked without issue. The root cause of the high purge pressure is most likely biomaterial ingestion as a large motor current (mc) spike was seen on the data logs indicating ingestion and the purge pressure rise followed the spike. The pump was swapped out and high purge pressure did not reproduce on the second pump used on the same console. The instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an implanted impella cp pump triggered a purge system blocked alarm during patient support. The purge cassette was replaced in an attempt to troubleshoot the failure but the issue remained. The site opted not to initiate a tissue plasminogen activator protocol and instead moved to replace the device. The pump was removed and a new impella cp device was placed for ongoing support. There was no patient harm.